Event description:
The manufacturer sales representative reported that the duraguard elbow was broken at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
The manufacturer sales representative reported that the duraguard elbow was broken at the user facility. No information was available regarding patient involvement, adverse consequences, or surgical delay.